Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device remained implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information on (B)(6) 2014 notes: it was reported that the device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found normal battery depletion.